Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the shaft of the device with the anchor on the inserter. The anchor is bent, the tip is broken off and it is not shown on the image. There is bio debris on the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis is required for raw material. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the failure include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a right proximal thigh heterotrophic open tendon repair, when using the footprint ultra pk 4.5mm knotless anchor at hip, first step it was used a gold dilator and then followed by silver color 4.5mm dilator then introduced footprint knotless anchor 4.5 into the hole. A mallet was used to tap in anchor and it turn out the anchor bent could not fully insert to the target lesion. The procedure was completed with a surgical delay greater than 30 minutes using a back-up device. No further complications were reported.